Manufacturer narrative:
Device evaluation: analysis of the lead found ¿the distal end of the lead was bent at the #0 electrode.¿ it was noted ¿the distal end on the stylet was straight.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed the product was not used in a patient. It was noted the lead would be returned for analysis.

Event description:
It was reported when the lead package was opened before implant, it was noticed the deepest contact of the lead was bent. A different lead was used.